Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the right ventricular lead exhibited noise and poor sensing. Isometrics were performed but could not reproduce the signal. On (B)(6) 2016 the lead was successfully capped and replaced. The patient was in stable condition before, during and post surgery.